Event description:
I was at a friend's house and my contacts got dry, so I borrowed my friend's contact solution to use. She had two bottles, so I read both and used the clear care lens cleaning solution to clean my contact lens and filled the contact up with the solution thinking it was a saline solution/rewetting solution and put it in my eye. My eye clamped shut as my eye burned like I had poured acid into it. I finally managed to get my contact out and flushed my eye for 30 minutes with water and then got some actual saline solution and kept putting that in my eye over the next 24 hours. My eye has been blood shot red for 24 hours and was in a lot of pain for at least the first few hours and now still feels grainy. I have contacted my doctor and gotten medical care and they say this is a common complaint/problem and my research shows many complaints about this product. I am an attorney, so I read the bottle and there is no clear warning on the bottle that this is a 3% hydrogen peroxide solution and will burn your eye if not neutralized first. I believe this company needs proper labeling for this product so that this doesn't continue to happen to people. I would say it was my fault if it was clearly on the label and I didn't read it; however, I read the label and had no idea this wasn't normal saline solution from how it's label. Thank you.